Event description:
The pt received his ipg on (B) (6) 2008. It was reported that the ipg battery appeared to not hold a charge. The pt originally had low parameters for his system, but he had a fall and then required higher parameters. Attempts at recharging the ipg using additional chargers were unsuccessful. The physician replaced the pt's ipg on (B) (6) 2009 with a same model ipg.; follow up on the pt found that he developed infection and had his entire system explanted. He reported receiving good stimulation and pain relief, but elected not to receive another system after his infection healed.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt physician regarding medical history.